Event description:
Complainant alleged that the medics were responding to a call from a pt who was in cardiac arrest after exercising at a gym. Bystander CPR was being performed on the pt upon the medics notification of the call. Upon the medics arrival they confirmed that the pt was in cardiac arrest. The medics began an airway assessment and management, while the bystanders continued performing pt CPR. The medics then attached a four lead ECG cable and ECG electrodes to the pt and attempted to monitor the pt's heart rhythm in lead 2, but the device only displayed a dotted line and displayed a "check electrodes" message. The medics ECG electrode placement on the pt and all connections and cycled through all leads, but the device continued to display the same message and dotted line. The device was then turned off/on, but the device continued to display the same dotted line and message. The medics then obtained another device and confirmed that the pt was presenting a ventricular fibrillation heart rhythm. The pt was defibrillated and given medication. The pt's heart rhythm was converted and a pt pulse was observed. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. A "check placement" message is not a viable message on this device, the medics most likely observed an "ECG leads off" message when the reported event occurred.